Manufacturer narrative:
The reported event of sensing noise was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found an external outer insulation abrasion exposing the outer coil consistent with friction to the device can, located proximal to the suture sleeve tie impression. The cause of the reported event was isolated to exposure of outer coil in the abrasion zone.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was explanted and replaced. The patient was in stable condition.